Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone [5 mg/ml] at a dose of 3.3774 mg/day via an implantable pump for chronic pain. It was reported that the patient had an active audible motor stall confirmed with a physician programmer. The motor stall occurred on (B)(6) 2018 at 4:02am and as of the time of the report it had not recovered. It was confirmed that the patient did not have a recent MRI (magnetic resonance imaging) or electromagnetic interference (emi). The patient did not have withdrawal symptoms since the pump had been stalled but the patient did not get adequate pain relief from the pump and was miserable on (B)(6) 2018. The pump was permanently turned off. It was noted that the pump was due for replacement in 13 months due to elective replacement indicator (eri). It was also noted that the patient was on oral medications on top of intrathecal drug delivery and they would be changing the patient to straight oral medications. Pump replacement was scheduled for (B)(6) 2018. At the time of the event the patient status was "alive - no injury." It was related that the patient was a complex patient who had bilateral pneumonia and a collapsed lung in (B)(6) and that the patient did have a computerized tomography (CT) exam the week before the stall but no MRI. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the replacement had occurred as scheduled on 2018-(B)(6). The implant date of the pump was unknown. The pump was sent for analysis.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, lubrication, and stall due to shaft-bearing anomalies of the pump motor gear train that led to the motor stalls. If information is provided in the future, a supplemental report will be issued.